Manufacturer narrative:
Sientra complaint #:(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Left-side capsular contracture, baker grade 3 and bilateral folding, left side. Folding date of event: 01/08/2026.